Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Uf/importer report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set experienced a connection issue which resulted in a leak. The catheter and tubing became disconnected during intravenous infiltration of contrast dye to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.